Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The calcified lad (left anterior descending) lesion was pre-dilated and a 2.25x32mm taxus liberte stent was advanced. The taxus liberte stent was unable to cross the lesion. When the taxus liberte stent was removed the stent struts were noted to be damaged. Another manufacturer's 2.25x28mm stent was placed. There were no reported patient complications and the patient status is stable.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. Stent struts on rows 1 and 2 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The od (outer diameter) of the stent area where no damage was present was within specification. A visual and microscopic examination found that the hypotube had kinked approximately 24 cm from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was identified within the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The calcified lad (left anterior descending) lesion was pre-dilated and a 2.25x32 mm taxus liberte stent was advanced. The taxus liberte stent was unable to cross the lesion. When the taxus liberte stent was removed the stent struts were noted to be damaged. Another manufacturer's 2.25x28 mm stent was placed. There were no reported patient complications and the patient status is stable.